Event description:
During a pta (percutaneous transluminal angioplasty) procedure, it was reported that it was not possible to deflate the 6x4mm savvy balloon completely, which was why the balloon could not be pulled out of the catheter sheath introducer. There was no report of patient injury. Both devices will be returned for analysis. The device was stored, handled, and prepped according to the IFU. There weren¿t any kinks, anomalies noted to the packaging or device prior to use. The intended target lesion was the sfa (superficial femoral artery). The device prepped normally and maintained negative pressure. The contrast to saline ratio was 50:50. A 4f 100cm biotronik catheter sheath introducer was used. There wasn¿t any suspicion of particles blocking the csi that could have been injected into the patient. The balloon and csi were removed easily from the patient.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a pta (percutaneous transluminal angioplasty) procedure, it was reported that it was not possible to deflate the 6 x 40mm savvy balloon completely, which was why the balloon could not be pulled out of the catheter sheath introducer. There was no report of patient injury. The device was stored, handled, and prepped according to the IFU (instructions for use). There weren¿t any kinks, anomalies noted to the packaging or device prior to use. The intended target lesion was the sfa (superficial femoral artery). The device prepped normally and maintained negative pressure. The contrast to saline ratio was 50:50. A 4f 100cm catheter sheath introducer (csi) was used. There wasn¿t any suspicion of particles blocking the csi that could have been injected into the patient. The balloon and csi were removed easily from the patient. Both devices were returned for analysis. One non sterile catheter savvy pta 120cm 6 x 40mm bc was returned. It was observed that the pta savvy was totally inserted and stuck in a non cordis sheath introducer. Per visual analysis, the strain relief was separated from the pta hub and the wire lumen at the balloon area showed a ¿z¿ shape due to elongation and stretching. Per the observations of the received pta savvy it seems that excessive stressing force was applied. In addition, residues of dried contrast medium were observed along the whole pta body as well as within the balloon. The balloon had been inflated and deflated. No other anomalies were observed in the returned device. An inflation/deflation test could not be performed as the strain relief is separated from the pta hub, the stretched condition along the pta inner/outer body, and accumulation of residues of dried contrast medium along the whole pta body as well as within the balloon. A device history record (DHR) review of lot 17090494 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿balloon - deflation difficulty-partial or slow¿ could not be confirmed since functional analysis could not be performed due to the damaged condition of the returned device. These damages also prevent the removal of the bc from the catheter sheath introducer. The exact cause of the event reported by the customer as well as the damages observed on the returned bc could not be conclusively determined. Neither the product analysis nor the manufacturing records review suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Concomitant products: 4f 100cm biotronik catheter sheath introducer. (B)(4). (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.